Manufacturer narrative:
A repeat left carotid angiogram showed sluggish flow in the left ica with contrast hold up at the level on the angioguard, suggesting obstruction of the filter basket. The device was then promptly removed using a retrieval catheter. Upon inspection of the filter basket it was noted that debris was found. Another angio showed widely patent stents with prompt flow across the carotid stents and into the cranial circulation. Neurological exam showed resolving confusion without neurological deficit. The procedure was completed with a minimal or less than 10% stenosis. Neurological evaluation showed minimal agitation and disorientation, with no focal neurological deficit. Sensory and motor skills were within normal limits. The next day the patient was re-examined and the physician noted that the patient was once again was confused, without any focal neurological findings to suggest any cva, most likely related to reperfusion syndrome. A brain MRI was performed the same day and revealed multiple tiny foci throughout the left cerebral hemisphere which per the physician is consistent with acute ischemic infarction. The patient's confusion fluctuated and cleared up completely in 3 days. At one month follow up visit, patient has normal neurologic function without any residual mental changes. Nih scale is back to baseline of 1 (which is same as pre-op assessment). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report # 9616099-2011-00039, 9616099-2011-00040, and 1016427-2011-00007.

Manufacturer narrative:
The report received from the (b)($) study states that the day after the procedure the patient became confused and suffered garbled speech. The physician believed the most likely cause was cerebral hyperperfusion syndrome. A brain MRI revealed an ischemic embolic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the left internal carotid artery (ica). The target lesion had a diffuse 85 to 90% stenosis along its proximal and mid segments, extending from the carotid bifurcation, up to the level of the mandible. The stenosis had multiple tandem areas of narrowing. It was noted that the internal carotid stenosis extended over a distance of 6 cm, which could not be covered by one stent. First, a precise rx stent 6 mm x 40 mm was deployed in mid internal carotid artery, followed by another precise rx 7 mm x 30 mm stent deployed in proximal internal carotid artery extending proximally into the common carotid artery with 4-5 mm overlap with the first stent. A repeat carotid angiogram showed a greater than 50% residual stenosis along the length of the implanted stents. Therefore the stents were post-dilated with a 5x30mm aviator balloon. After post-dilation, the patient had an episode of global confusion without any focal neuro deficit, which slowly resolved. A repeat left carotid angiogram showed sluggish flow in the left ica with contrast hold up at the level on the angioguard, suggesting obstruction of the filter basket. The device was then promptly removed using a retrieval catheter. Upon inspection of the filter basket it was noted that debris was found. Another angio showed widely patent stents with prompt flow across the carotid stents and into the cranial circulation. Neurological exam showed resolving confusion without neurological deficit. The procedure was completed with a minimal or less than 10% stenosis. Neurological evaluation showed minimal agitation and disorientation, with no focal neurological deficit. Sensory and motor skills were within normal limits. The next day, the patient was re-examined and the physician noted that the patient was once again confused, without any focal neurological findings to suggest any cva, most likely related to reperfusion syndrome. A brain MRI was performed the same day and revealed multiple tiny foci throughout the left cerebral hemisphere which per the physician is consistent with acute ischemic infarction. The patient's confusion fluctuated and cleared up completely in 3 days. At one month follow up visit, patient has normal neurologic function without any residual mental changes. Nih scale is back to baseline of 1 (which is same as pre-op assessment). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. There is no evidence to suggest that the event is related to the design or manufacturing process of the devices. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Please note that this medwatch report represents one of three products involved with this event which is associated with MFR report # 9616099-2011-00039, 9616099-2011-00040, and 1016427-2011-00007.

Event description:
The report received from the (B)(4) study states that the day after the procedure the patient became confused and suffered garbled speech. The physician believed the most likely cause was cerebral hyperperfusion syndrome. A brain MRI revealed an ischemic embolic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the left internal carotid artery (ica). The target lesion had a diffuse 85 to 90% stenosis along its proximal and mid segments, extending from the carotid bifurcation, up to the level of the mandible. The stenosis had multiple tandem areas of narrowing. Seven thousands units of IV heparin were administered to achieve anticoagulation. Additional doses were also administered throughout the procedure to maintain an act level of 250. A stiff carotid amplatz carotid wire was inserted and a 6fr. Shuttle sheath was advanced and positioned in the mid left common carotid artery. A 5mm angioguard distal protection device was then advanced and deployed in the distal straight normal segment of the left ica. It was noted that the internal carotid stenosis extended over a distance of 6 cm, which could not be covered by one stent. First, a precise rx stent 6 mm x 40 mm was deployed in mid internal carotid artery, followed by another precise rx 7 mm x 30 mm stent deployed in proximal internal carotid artery extending proximally into the common carotid artery with 4-5 mm overlap with the first stent. A repeat carotid angiogram showed a greater than 50% residual stenosis along the length of the implanted stents. Therefore the stents were post-dilated with a 5x30mm aviator balloon. After post-dilation, the patient had an episode of global confusion without ant focal neuro deficit, which slowly resolved.